Event description:
It was reported that the customer experienced issues with the sensor and the serter. The customer stated that the sensor was in the serter, but, after pushing the button, the sensor did not insert. The customer stated that he had this same issue with a previous serter a few weeks prior. The customer's blood glucose was 117 mg/dl. Troubleshooting was done. Advised customer that the catch arm may have been bent. Advised customer of the recommended insertion steps. Advised that a replacement serter and sensor would be sent. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor needle separated from sensor base. Complaint against serters.